Event description:
A malfunction was reported with the display indicating "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any malfunction reappeared.